Event description:
While treating a patient with the model 3100a, the flow meter valve seat popped off. All pressures from the 3100a were therefore lost. The patient was hand-bagged until another ventilator was setup and applied to the patient. The patient's condition temporarily deteriorated but returned for normal after being placed on the second ventilator without suffering any long term harm. The user stated that the first ventilator may have been dropped or banged prior to delivery.